Event description:
The user facility reports a leak between the arterial chamber and cap 30 minutes into treatment. A new line was set up to resume and complete treatment. Ebl = 50 cc. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.